Event description:
It was reported that PICC was placed on (B)(6) 2024. On (B)(6)2024 nurses reported dressing was soaked. IV drugs and fluids were not fully going to the patient¿s system. On (B)(6) 2024 the line was reviewed and found it was leaking & blocked, there was a hole in the line just after the insertion site, inside the patient. Line was removed and a new PICC was placed (B)(6) 2024. There was no patient harm. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.